Manufacturer narrative:
Device is not available.

Event description:
It was reported that during the procedure of dilation to treat the mitral valve stenosis, the resistance was felt during the deployment of the stent. During removal the stent detached prematurely. Physician then removed the detached stent successfully. No clinical consequences to the patient was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in a plastic bag and was not in the outer body distal shaft. The inner body could not be pulled out of the outer body despite being flushed with water. The inner body was cut at 1.8cm from its distal end and it was pulled out of the outer body and examined. There were no anomalies observed. Functional evaluation could not be performed due to the stent being out of the outer body. The inner body bumper marker was just proximal to the outer body distal end. The stent appeared to be deployed by advancing the inner body. Information from the complaint indicated that continuous flush was maintained, the inner body was advanced independently of the entire system and it was possible to advance the inner body to the proximal end of the stent. Information available indicated that the inner body was advanced independently of the entire system. It is possible that the reported stent deployed prematurely during use and stent friction was caused by the inner body being advanced independently of the entire system. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the procedure of dilation to treat the middle cerebral artery (mca) stenosis, resistance was felt during the deployment of the stent. During removal, the stent detached prematurely. Physician then removed the detached stent successfully. No clinical consequences to the patient was reported.